Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn, torn and partially separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The above device handling has warned in the instruction manual.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. After 10 outputs, the tissue pad of the subject device was damaged. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2021, omsc found that the tissue pad was separated. This is the report regarding the separation of the tissue pad.